Event description:
Tec 7 sevoflurane vaporizer gave approximately 1% more than what was dialed in. Crna caught the error on the screen but the patient received the exact dose. FDA safety report ID# (B)(4).